Event description:
Customer's husband called requesting contact information for his attorney. Caller stated that the insulin pump delivered 160 units of insulin, which caused his wife to be taken to the hospital. The customer was hospitalized for two days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.